Event description:
After 5 years of cochlear implantation, this patient presented with a skin flap wound breakdown post trauma. The patient was admitted to his medical center for IV antibiotic treatment twice for 4 week stays for flap failure. The device eventually was exposed. The patient's device was explanted and he was reimplanted with a new device on 11/04/2005.